Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and heavily calcified mid left anterior descending (lad) artery. Predilation was performed with a 2.00x15mm balloon catheter at 14 atmospheres on three occasions with "minimal" residual stenosis. A 2.50x32mm promus premier&#10244;rug eluting stent was selected to treat the lesion but failed to cross the lesion. The physician noted that the stent was "stripped-off' of the stent delivery system (sds) at the guide catheter and not by the lesion itself. The sds was successfully removed from the patient's body using a snare. No patient complications were reported.